Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery on several occasions, and the alarm was sometimes resolved by infusion set changes. The blood glucose reading was 112 mg/dl. The customer was unsure of what the cause of the no delivery alarm was. He stated that, a week prior, he received a no delivery alarm which occurred 2 to 3 times that dame day, requiring him to change the entire infusion set, reservoir and insulin. By the time of the call, the alarm had been resolved by a complete infusion set change. He was unable to troubleshoot the alarm, since this was a past event. He declined return of the infusion set and reservoir for analysis. Nothing further reported.